Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to low and high blood glucose on (B)(6) 2020 with a blood glucose of 30 mg/dl at the time of the incident. The customer was given insulin drip for the high and glucose for the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active. Troubleshooting was not completed as the customer declined. The customer also reported another hospitalization related to high and low glucose on (B)(6) 2019. The insulin pump will not be returned for analysis.